Event description:
It was reported that a patient had a revision on (B)(6) 2012. The reporter stated that the patient received a new implantable neurostimulator because the previous one "wasn't working properly." It was noted that the patient had a post-operative appointment on (B)(6) 2012. Five days later, it was reported that the revision was to move the device pocket approximately three inches up on the abdomen. The reporter stated that impedances were read in the new position and all impedances were normal. It was reported that the implantable neurostimulator was "okay." Four days later, it was reported that the patient received the new implantable neurostimulator on (B)(6) 2012. It was unclear when the new device was implanted. Six days later it was reported that the revision on (B)(6) 2012 was only to move the device pocket and the new device was implanted later. It was unclear which procedures occurred on which dates. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the pocket revision reported in MFR. Rep. # 3004209178-2013-00741 was intended to be an upgrade to a different model implantable neurostimulator (ins). However, the hospital staff misunderstood and relocated the existing ins as they thought it was a positional issue with the device. The actual issue was that the patient had extreme postural issues and wanted a restoresensor ins to help with that. The patient returned the next week and was implanted with a restoresensor. There was nothing "wrong" or defective with the device, it was only an upgrade to help the patient. The patient recovered without sequela and was receiving therapeutic effect.

Event description:
Additional information received clarified that the (B)(6) 2012 pocket revision was done because, the positioning of the device was bothering the patient. See MFR. Rep. # 3004209178-2013-00741 for information on this event. There was no additional information as to why the ins was replaced on (B)(6) 2012, other than the original report that it "wasn't working properly".

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer; patient product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).